Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). Based on information provided by the patient, this report of a system error 2240 alarm was confirmed and the cause was identified as use error - the patient leaving a clamp open on an unused supply line. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During assistance troubleshooting a system error 2240, which occurred on the homechoice (hc) during use during dwell 3, the patient revealed that they had left one of the supply clamp open on one of their unused line. The baxter technical service representative (tsr) then explained that the hp would need to start over with new supplies or use manuals. The tsr advised them to contact their registered nurse regarding the reported problem. During a follow-up with the home patient (hp) regarding the reported problem, they stated they just ended therapy for the evening. The hp stated they just continued as normal the next evening. They stated the alarm was caused by them, they forgot to clamp off the line. They stated they did communicate with their registered nurse regarding the alarm. Therapy has been resuming fine since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.